Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our affiliate is reporting to us that a patient underwent a successful arthroscopic shoulder repair with the use of 2 versalok anchor for fixation on (B)(6) 2011. At some time post-operatively, the pt presented with pain, and it was somehow discerned that one of the two fixation devices had migrated out of the bone-hole. The pt underwent a second surgery at which point the surgeon removed the loose anchor and re-fixated using a mitek fastin rc w/orthocord. This second procedure was concluded successfully without further issue or harm to the patient. Complaint device was discarded at user facility.